Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that there was a constant speaker malfunction alarm. It is unknown if the speaker was not producing sound. The user declined to provide further details on the defect and has requested bench repair.it is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.